Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).

Event description:
It was reported that catheter separation occurred. A 90% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. During procedure, a non-bsc guide extension catheter was used for back-up, however the opticross¿ imaging catheter was unable to pass through. When the opticross¿ imaging catheter was removed, it was noted that the catheter became separated inside the non-bsc guide extension catheter. Moreover, all devices were removed from the patient's body due to the detachment noted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed a kink in the imaging window assembly in the distal end. There was no damage observed on the distal tip or guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter separation occurred. A 90% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending (lad) artery. An opticross imaging catheter was selected for use. During procedure, a non-bsc guide extension catheter was used for back-up, however the opticross imaging catheter was unable to pass through. When the opticross imaging catheter was removed, it was noted that the catheter became separated inside the non-bsc guide extension catheter. Moreover, all devices were removed from the patient's body due to the detachment noted. The procedure was completed with a different device. No patient complications were reported.